Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that employees were unable to log in to the system, indicated an issue with employee access. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that employee access was found to be inactive. The technical support specialist (tss) verified the access issue and found it was inactive and customer did not have access to change access. The tss advised the customer to contact pmc product support for access reactivation. The system functioned as intended after the technical support specialist (tss) investigated the issue.